Event description:
Today, dr. (B)(6) at (B)(6) hospital in (B)(6), extracted a dual ICD and [(B)(6) rv lead] due to a pocket infection. Both the device and lead were originally implanted on (B)(6) 2024. The ra lead was an existing boston scientific lead. The patient presented to the ER with an open wound with some skin necrosis around the device incision. Pocket cultures were collected and sent to pathology for testing. Post extraction, he planned on implanting a [leadless pacemaker] to support the slow heart rate. Due to the patient anatomy existing anatomy (even modified due to other cardiac procedures and valve repairs), dr. (B)(6) was unable to cross the tri-cuspid valve to access rv and implant the [leadless pacemaker]. At this time, they are going to observe the patient overnight and may re-attempt a pacemaker insertion at a later date. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).